Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 39. If an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes. Chapter 13 / page 171-172. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat. Warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
It was reported that the patient was diagnosed with a infection called (cellulitis). The patient's blood glucose (bg) values were also over 250 mg/dl. For treatment, the patient went to their doctor and was prescribed clindamycin for 10 days at 4 times a day, every 6 hours. There were changes to the patient's insulin doses, but unsure what those changes were. The pod was worn between 36 and 48 hours on the leg.